Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor failed to pair with the ilet despite confirming the correct pairing code, after which the user elected to transition to back-up therapy while awaiting a replacement ilet. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of automated glucose control and the need for alternative therapy. Investigation included technical support troubleshooting focused on device connectivity and pairing verification. Investigation of this case revealed an inability of the cgm to establish communication with the ilet. It was concluded that the event involved a device communication malfunction between the cgm and the ilet, with the user managing glycemic control via back-up therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.